Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasions were found at 24.5-25.2cm and 28.5-29.3cm from the helix, consistent with lead friction to another device. The etfe coating was abraded at 2 28.5-29.3cm abrasion location.